Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given functional and delivery testing. This testing could not confirm the reported issue. No error codes or alarms occurred during testing. The device event history log was downloaded and examined. The examination of the event history log showed an error code 1871 but the issue was not duplicated during testing. The cause of the reported issue could not be established.

Event description:
It was reported that the device gave an alarm with the displayed message of "error 1871". No known adverse effects to patient.